Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite, device has 10111 hours. Found the blender was defective. A performance check test was performed by the technician to complete the verification. The unit meet all manufacturer specifications and was release back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator fio2 on the blender was set to 100% but the reading on the analyzer is 32%. As of this time there is no information about patient involvement associated with this reported event.